Event description:
During a ladg procedure the tissue pad fell off the jaws of the instrument, in the abdominal cavity of the pt. The piece of the tissue pad was taken out of the body. No rpeorted pt consequence.